Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, broken shell with sharp edge on posterior side (a dimension measurement in the shell was performed which identify the thickness within specification), around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: - broken shell with sharp edge assessed as unidentified(tear) opening - missing shell that is assessed as inconclusive additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.